Event description:
It was reported that the patient had low battery and connect to power alarms while connected to the mobile power unit (mpu). The patient 's controller was exchanged but this did not resolve the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was not confirmed. The log files contained approximately 1 day of relevant data combined ((B)(6) 2024 per the timestamp). The data in the log files did not indicate any issues with the mpu. The pump maintained a speed within the low-speed limit without issue throughout the log file. The returned mpu was evaluated by service depot. The unit was powered on and booted up as intended without any issues. The mpu was then connected to a test system controller and mock circulatory loop for approximately two days without any issues or atypical alarms produced. A full functional checkout was performed, and the unit passed all steps of the test without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.